Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence robotic drill stopped working, the bur was not properly inserted. They swapped to a new real intelligence robotic drill and when the surgeon went to bur, the drill itself felt very hot instantly. The surgeon said it was not the guard part, but the entire drill itself. The procedure was completed with the second drill with a significant delay. The patient was not harmed. After the case, they were unable to get the ri robotic drill attachment and the real intelligence robotic drill tracker from both drills.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, pn rob10013, sn (B)(6), used in treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The evaluation was performed using a tester long attachment. The drill passed kpc test and a case was review successfully without any error message or resistance removing the tester attachment. The bur was inserted and secured without any inconvenience. The drill was found to operated as design. Although the reported problem was not confirmed, factor that may have contributed to the reported symptom may have been associated with a long attachment retaining nut failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.